Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient was scheduled for an aortic valve replacement. Before the procedure could take place, the patient was diagnosed with an infection and a significant gi bleed. The patient had many transfusions, but was ultimately sent to hospice care and passed away.